Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced difficult to remove and patient device interaction problem. This information was received from various sources. Both malfunctions involved patients with no patient consequences. Age, gender and weight of both patients were not provided.

Manufacturer narrative:
H10: the lot number for both malfunctions were provided and a lot history review was performed. The devices for both malfunctions has not been returned for evaluation. However; medical records were provided and reviewed for both malfunction, one which also images. For one malfunction, the investigation confirmed for perforation and was inconclusive for retrieval difficulties. The other malfunction investigation was inconclusive for perforation and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A review of the reported information indicated that model dl900j vena cava filter allegedly experienced difficult to remove and patient device interaction problem. This information was received from various sources. Both malfunctions involved patients with no patient consequences. Of the two reported male patients, one patient was 54 years of age; weight was not provided. Age and weight were not provided for the other patient.

Manufacturer narrative:
10: the lot number for one malfunction was provided and a lot history review was performed. The devices for both malfunctions has not been returned for evaluation, therefore, the investigation is inconclusive difficult to remove and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: d4 (catalog number - unknown denali). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced difficult to remove and patient device interaction problem. This information was received from various sources. Both malfunctions involved patients with no patient consequences. Age and weight of one male patient was not provided and another patient's age, weight and gender were not provided.